Event description:
It was reported that during a coronary stent procedure of a highly calcified proximal lad, the physician was unable to cross proximal to the lesion. It is unknown if the lesion was pre dilated. The physician then retracted the delivery/stent device back to the guide catheter and while attempting to remove, the stent caught on the guide and bent back the stent struts on the proximal end. The entire system was removed without incident. The case was completed with another manufacturer's stent. Pt status is listed as "okay".